Manufacturer narrative:
The field service engineer (fse) was onsite on 05/03/2008. The fse replaced the wash wheel bearings and performed high sensitivity (hs) system check that failed specifications. The fse replaced the wash valve assembly and performed a system check and hs system check that passed within specifications. Hardware is the root cause for this event. MDR# 2122870-2008-160 documents the results for patient 1. This is 4 of 5 separate MDR reports related to five patient events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-02406, 02407, 02409 for all related events. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc, (bci) in regards to erroneous accutni (troponin I) results in the risk stratification range for 5 patients. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and it was within the reference range. The initial results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.